Manufacturer narrative:
Alleged failure: healthpark medical center has initiated a consumer complaint involving the product referenced below. Per the end-user, ¿hair found in the package when opened.¿ (B)(4) salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found inside sterile package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside sterile package.